Event description:
It was reported that during the implant attempt, the initial stylet used was noted to have a "burr" on the tip and the physician had difficulty inserting the stylet into the lead. The stylet was removed and another was used to successfully complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: stylet: the stylet was returned, analyzed, and was bent. It was also noted that the stylet was damaged at implant. The analyst also noted that the tip of the stylet was bent. There was also another visible bend at 25cm from the hub.